Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal 421.5 mcg/ml at 180.20 mcg/day and clonidine 1578.5 mcg/ml at 674.8 mcg/day via an implantable pump. The indication for use was not reported. It was reported the pump motor stalled for 48 hours, then started again 2 hours later. Diagnostics/troubleshooting included telemetry. Logs confirmed a motor stall occurred on (B)(6) 2019 at 08:00, tube set on (B)(6) 2019 at 08:00, and motor stall recovery on (B)(6) 2019 at 09:37. Environmental, external or patient factors were normal/nothing out of the ordinary other than an off-label mixture being used. The pump was replaced. The issue was resolved. The patient's status was alive - no injury. The pump would be returned to the device manufacturer information regarding the patient¿s "freutnrage", weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.